Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urina ry/bowel dysfunction. It was reported that they were getting to the bed and it felt like they pulled a muscle and it went straight up into the machine, and that hurt, so they decreased the stimulation. They felt the device was pressing on them, on the bone underneath. Patient reported "that hurts than hell". Patient stated it started a week ago. Patient reported they saw their doctor last monday and patient stated they would like to have x-rays to review the issue. The patient was redirected to their healthcare provider (hcp) to further address the issue. Patient reported pain.